Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a paroxysmal atrial fibrillation ablation a farawave was selected for use. During procedure, the wire was not able to be advanced or pulled back. The catheter was undeployed and the whole system was pulled out of body. When the devices were examined, tissue was seen at the tip of the catheter. Both devices were exchanged. The procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis.

Manufacturer narrative:
The device was not returned for analysis; however, an image of the catheter was provided for investigators. The picture did show tissue trapped in the tip of the catheter, however, without the actual device to examine the cause of event could not conclusively be determined. It was concluded that tissue damage is a known inherent risk of the device as it is called out in the labeling of the catheter.

Event description:
It was reported that during a paroxysmal atrial fibrillation ablation a farawave was selected for use. During procedure, the wire was not able to be advanced or pulled back. The catheter was undeployed and the whole system was pulled out of body. When the devices were examined, tissue was seen at the tip of the catheter. Both devices were exchanged. The procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis.